Event description:
It was reported that when the device was interrogated it was indicated to be at elective replacement time. When the patient returned for an upgrade procedure the device was no longer at eri and the estimated longevity was 8 months. When rechecked it was indicated to replace the device. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device had normal battery depletion and meets expected longevity.